Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder (asd) was chosen for a procedure using a 7f amplatzer trevisio intravascular delivery system. During procedure, the device prepared according to instructions for use (IFU). When they opened the left disc, it formed as a cobra. They took out the asd again and reshaped it. After some struggling, they managed to get back a normal shape and tried to implant it again but it shaped as a cobra again. The device was exchanged with a new 10mm amplatzer septal occluder and it was implanted without any problem. There was no problem for the patient. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.